Event description:
On (B)(6) 2014, (B)(6) underwent a minimally invasive l4 to s1 bilateral decompression instrumented fusion with iliac aspiration and local bone graft using two 10 ml kits of equivabone osteoinductive bone graft substitute, each mixed with 6 ml of aspirated pt bone marrow. On (B)(6) 2014, tm complained of increased pain, great toe weakness and an inability to void. MRI revealed a large fluid collection tracking up the vertebral canal at least to the l2-l3 level. She was taken back to surgery where an accumulation of "brownish, viscous fluid with white particulate matter" was identified and suctioned out. After removing the material, the surgeon inspected the fusion mass and was unable to identify any of the equivabone, which had apparently entirely resorbed.